Manufacturer narrative:
An event regarding a size/fit issue involving a metal head was reported. The event was not confirmed. Meconclusion the exact cause of the event could not be determined because the reported failure mode could not be recreated during functional testing. The functional inspection concluded that the complaint part was offered to the worst case condition of the stem and fully locked on the stem without resistance, therefore the complaint is deemed not to be manufacturing related. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker lfit v40 femoral metal head size 22.2 +0mm was unable to lock on accolade ii stem after 3 trials. New stryker lfit v40 femoral metal head size 22.2 +0mm was used as a replacement and able to lock firmly on the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Stryker lfit v40 femoral metal head size 22.2 +0mm was unable to lock on accolade ii stem after 3 trials. New stryker lfit v40 femoral metal head size 22.2 +0mm was used as a replacement and able to lock firmly on the stem.